Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that patient had adaptivstim settings available, he just wasn¿t sure how to access. Reviewed his controller function with him. Adaptivstim was never lost, patient was confused with his screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was today the patient received power on reset (por) on their patient programmer and then on their recharger but the patient was able to by-pass the por on their recharger to charge their ins. The patient said that their adaptive stimulation settings were gone since the por appeared on the screen. During the call the patient services specialist (pss) walked the patient through clearing their por. The patient verified that their adaptive stimulation was turned on their patient programmer but the adaptive stimulation icon was not on the top row of the patient programmer home screen nor was the patient's position shown next to their active group (a). The ins was charged about 75% and their stimulation was turned on (patient verified the lightening bolt in the picture of their ins). The patient only had group a programmed. The patient denied being by high levels of emi. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms/patient complications reported.